Manufacturer narrative:
MDR 8021545-2024-00367- device 1 of 2.

Event description:
Unomedical reference no. (B)(4). Event occurred in the united states on 14 april 2024, patient has reported that two infusion set was leaking from site. The infusion set was in use for 36 hours. No further information available.